Event description:
It was reported that the left ventricular (lv) lead exhibited questionable capture following a left ventricular assist device (lvad) procedure. It was further reported that the capture issues resolved themselves a few weeks later. No programming changes were made. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the left ventricular (lv) lead exhibited questionable capture following a left ventricular assist device (lvad) procedure. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 6947 implantable tachy lead - (B)(6) 2008; 4076 implantable pacing lead - (B)(6) 2012. (B)(4).